Event description:
While changing the tunnelled access device in radiology/special procedure, it was noted when removing the arterial port of catheter the cuff came off and was not retrieved by the physician. The removal and replacement of the vascular access device was due to an infected tesio catheter. The catheter was originally placed in 1999. It was reported that the physician had difficulty getting the catheter out.